Manufacturer narrative:
Mw5105666, product was not returned for investigation. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that when using a 20g x 1 " safety needle to make a sterile admixture, the needle assembly came apart and the needle flew across the isolator hood when air was expelled from the syringe. It is where the smaller hub connects to the larger hub where the needle came apart.

Manufacturer narrative:
Mw5105666, product was not returned for investigation. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Event description:
It was reported that when using a 20g x 1 " safety needle to make a sterile admixture, the needle assembly came apart and the needle flew across the isolator hood when air was expelled from the syringe. It is where the smaller hub connects to the larger hub where the needle came apart.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03571. The report was submitted in error.